Manufacturer narrative:
(B)(4). Review of operative notes confirms that the patient underwent wound irrigation and debridement of the right total hip due to wound healing failure. Operative report states that patient has non healing incision that has failed to respond to normal treatments and the patient has significant medical history for mrsa infections in the past. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04863, 0001825034 - 2018 - 04859, 0001825034 - 2018 - 04980.

Event description:
It was reported patient presented approximately six to eight weeks status post total hip arthroplasty with non-healing wound that failed to respond to usual treatments. Patient has a significant history of (B)(6) infection in the past. Intraoperative cultures reveal (B)(6), moderate enterococcus species; moderate enterococcus faecalis group d. Patient underwent wound I&d and re-closure of the wound drain due to superficial wound infection. Attempts have been made and additional information on the reported event is unavailable.